Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 472 mg/dl at the time of the incident and current blood glucose was 472 mg/dl. The customer treated with insulin pump. Customer mentioned symptoms related to their high blood glucose such as thirst, freezing and frequent urination. The customer was assisted with troubleshooting. Auto mode feature was not active at the time of event. Customer will not return the device for analysis.